Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the threads of the healing abutment was defective and the procedure was completed with a different healing abutment.

Manufacturer narrative:
One (1) heal collar 4.5x5.5, 5mm (hc455) was returned for investigation. Visual evaluation of the as returned product identified the damage threads. However, engaged in an in-house implant. The alleged coob could not be verified, as the product was already removed from its outer packaging and was used. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on an unknown tooth site (universal). The customer did not provide any pictures or x-rays. Review of appropriate documentation: documents reviewed: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev. 2 10/19 information identified: description and adverse effects DHR review: DHR review was completed for the subject lot number (2017091500). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2017091500) for similar events and no other complaint was identified. Review completed utilizing keywords: damaged threads post market trend review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event (damaged threads) or product (hc455). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Event description:
There is no update to the original complaint description provided.